Event description:
The customer reported that the system displayed an intermittent motion error warning. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine associated connectors were reseated and current software was reinstalled. The cine drive was formatted and configured. The system was tested and found to be working as intended and put back into service.